Event description:
It was reported that this bundle of his lead exhibited oversensing the ventricular beats. Technical services (ts) reviewed the reports and confirmed that the crosstalk was appropriately falling into the blanking period. This lead remains in use. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).